Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on qa assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported the intraoperative aberrometry system indicated residual astigmatism during surgical measurements and recommended multiple rotations with the pseudophakic measurement during cataract surgery. The doctor placed the intraocular lens on the original axis and left it. There are multiple reports for this reported event. This report addresses patient one of four.

Manufacturer narrative:
The root cause of the reported event can be attributed to patient/surgical factors unrelated to device functionality. (B)(4).